Event description:
The complainant reported that the philips intellivue information center (piic) ix reboots while attempting to discharge a patient. This issue can only occur when the piic ix system date is january 1, 2018 or later. There was no patient incident.